Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 300 mg/dl and the cause was not known. The infusion set site was changed and pump boluses were delivered to address bg. A pump system check was performed and no device issues were identified. The contact alleged the pump was the cause of the high bg as the customer had reverted to using insulin injections and the customer¿s bg level was doing ¿fine¿.